Event description:
The recipient reportedly experienced a tip foldover during the initial implant. The electrode lead was reportedly repositioned on (B)(6) 2023. The recipient is experiencing sound quality issues.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
It is noted that a tip fold-over did not occur. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. Full insertion of the electrode was not possible due to ossification in the cochlea. Due to the anatomy, sound quality may be affected. No further follow up is required. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.